Event description:
This is a report of a colleague infusion pump with a bad lcd. The reported condition occurred upon power up in the general patient ward. There was no patient involvement, injury or medical intervention. This device utilizes user interface module master software version 6.13.90 categorized as unremediated. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of a colleague infusion pump with a malfunction of bad display was confirmed by baxter personnel during product evaluation. The root cause was assigned to lines on the main display. The main display assembly was replaced to correct this condition. Should additional information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
The device has been received by baxter for evaluation. Upon completion of baxter's investigation a follow up medwatch will be submitted. (B)(4).